Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms, as well as a pump clock reset indicating a total loss of power to the device that would have resulted in a pump stop. A specific cause for these events could not be conclusively determined through this evaluation. A specific cause for the clock reset cannot be conclusively determined, as the onset of the event was not captured in the event log files. The controller clock appeared to have been resynched on 13mar2026. Additionally of note, transient low flow hazard alarms were captured in the controller event log files on the default timestamp of 22apr2000, as well as on 14mar2026 after the clock was set. Of note, pulsatility index appeared to be elevated during the low flow events. No other notable events or alarms were captured, and the pump appeared to function as intended at the stored patient speed throughout the submitted log files. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number mlp-013971, with no further related events reported at this time. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product, per the device history record review the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, provides an explanation of pump parameters, including flow, and explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. This section also notes that, in general, the magnitude of the pulsatility index (pi) value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The patient handbook also contains a section on handling emergencies, which includes instructions in the event the pump stops. The IFU and patient handbook also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Furthermore, the patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the log files were submitted for review. It appeared that the log captured invalid controller clock alarms throughout the event and periodic histories that resolved on 13mar2026. In addition, the log file captured a few low flow events on 13mar2026 and 14mar 2026. These occurred at times when pulsatility index (pi) was elevated. The pump's clock was also reset, suggesting that there was a complete loss of power to the system that caused the pump to stop.